Manufacturer narrative:
The device was discarded by the customer and will not be returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic was unable to obtain the patient's weight. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at approximately a 6 mm depth on the non-coronary cusp side and a 12 mm depth on the left coronary cusp side. Moderate-severe paravalvular leak (pvl) was noted so a balloon aortic valvuloplasty (bav) was performed with a 25mm balloon. There was no improvement so a second valve was implanted 8 mm above the first valve. Following the second valve implant, moderate-severe pvl was seen so a bav was performed with a 26 mm balloon. It is suspected that the balloon was inserted between the two valves and crushed the inner valve. Following the bav, severe central regurgitation was noted so the procedure was converted to an open heart procedure and a surgical aortic valve was implanted. During the procedure the two transcatheter bioprosthetic valves were removed from the body and no additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.